Event description:
It was reported that the pacemaker an right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered the lead safety switch (lss). The patient was brought in for testing and found loss of capture (loc) with high threshold measurements in bipolar. There was noise with isometrics when performing pocket manipulation. The rv lead was reprogrammed unipolar pace with bipolar sense. The physician plans to continue to monitor the patient as they only pace seven percent in the right ventricle. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker an right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered the lead safety switch (lss). The patient was brought in for testing and found loss of capture (loc) with high threshold measurements in bipolar. There was noise with isometrics when performing pocket manipulation. The rv lead was reprogrammed unipolar pace with bipolar sense. The physician plans to continue to monitor the patient as they only pace seven percent in the right ventricle. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.